Event description:
It was reported that non sustained right ventricular oversensing due to diaphragmatic myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were to be made in the coming months and the ICD was also due for a routine generator change. The patient was stable.